Event description:
In 2009, patient had a 52mm curved distractor implanted. Patient's father was turning the activation wire with the tool when the tension became very easy to turn as if it was rotating and not distracting. On the following month, the doctor replaced and planted a new distractor. After implanting the distractor he turned the 82mm activation wire and it broke. He removed the distractor and activation wire. A new 52mm curved distractor was implanted and as he was turning the wire the wire broke again. It was noted that the doctor was implanting the distractor first and then inserting the wire in the distractor. The sales rep explained that the surgical technique guide recommended engaging the activation wire into the distractor before fixating. The surgeon stated that he could not do the procedure this way because of the patient's anatomy. Doctor finally used a straight distractor with a 72 mm activation wire. Distraction was accomplished but the total amount distracted was less than desired.

Manufacturer narrative:
Product was not used per IFU. Wire is to be inserted first and then implant the assembly. Distractor DHR showed manufactured to specification and inspection prior to shipment showed it was functional. Activation wires were made to specification. Some debris sitting in front of the post in the base plate was noted which prevented the distal threaded portion of the activation wire from clearing the threads on the base plate. The source of this debris is not known.